Event description:
It was reported that post-paced t wave oversensing was observed on the device. No further information was reported.

Event description:
New information indicated that device reprogramming was performed to resolve the post-paced t wave oversensing. The patient was in stable condition with no adverse health consequences.